Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure on (B)(6) 2011. During a follow up exam, an extrusion of unhealed mesh was noted. The patient underwent a revision procedure in (B)(6) 2011. The patient underwent further mesh extrusion revisions on (B)(6) 2012. The patient was referred for another opinion in (B)(6) 2012. On exam, there was no further extrusion evident, but there was tender over residual mesh elements. The patient has experienced pain in the vagina since the initial procedure and it continues to persists. A complete mesh excision is planned.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.